Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-01158. It was reported the patient experienced ineffective stimulation. System diagnostics revealed high impedances on all of the leads except for one contact. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-01158. Additional information identified the patient had a lead revision on 04 june 2018. Wherein, one lead was explanted and replaced was another model. Effective therapy was achieved post operatively.